Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: (B)(6) hospital. Two recon locking screws missed the antegrade femoral nail (afn) utilized to treat a subtrochanteric fracture in a patient. Both recon locking screws missed the nail, and were unidentified as having done so intra-operatively, and in post-operative imaging. The patient subsequently returned to (B)(6), and progressed to a failure of bony union. The local (B)(6) consultant identified the recon screws as outside of the medullary nail when the patient represented and has revised the patient¿s fixation. There was no synthes consultant present at this case and material is reported to not be available for investigation. This report is for 2 unknown locking screws. This is 1 of 2 reports for this complaint (B)(4).

Manufacturer narrative:
This report is for 2 unknown screws investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.